Manufacturer narrative:
Occupation: na (other). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the handle was dead and the red light was flashing on the charger. They put the handle on another charger and received the same response. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.